Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 9:30pm. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and on (B)(6) 2011 at noon, took less food/drink in response to the reported issue. A day after the alleged product issue occurred, the patient claimed to have developed symptoms of "sweating and feeling tired" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca noted that the batteries did not need replacement. Replacement products were sent to the patient. Although the patient denied receiving medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.